Event description:
Flexibility study. It was reported that a pericardial effusion occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the closure device with complete laa seal and deployed device diameter of 20.0 mm. Prior to the procedure, 100 mg aspirin was administered. On the same day of the procedure echocardiogram imaging revealed complete laa seal and a pericardial effusion with the size of 1 mm. The patient was discharged home on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2020, the patient presented for their first follow up visit, transesophageal echocardiogram (tee) revealed complete seal with no evidence of pericardial effusion.